Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the device has an approx field age of 4 yrs and 4 months. This failure has been characterized several times (including previous MDR's) as a material issue. In (B)(4) 2008 under (B)(4) and (B)(4) the material of the liner impactors were changed from 455 sst to 13-8 sst, which is less notch sensitive. The complaint impactor was produced prior the material change. Eval: part meets print spec where measured. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.

Event description:
It is reported that upon impaction of glenospher liner with properly placed impactor the stem extension on the impactor broke. A piece was found and removed from the posterior part of the shoulder.